Event description:
Two days after insertion, the patient's g-tube was found lying next to the patient in the bed. The integrity was tested ex vivo twice and the balloon deflated both times within two hours.